Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that bays a and b (left side) were not functioning properly. It was also determined that the housing was broken, causing bays c and d to be loose. Therefore, the reported condition was confirmed. It was further determined that the two power supplies had low power. The assignable root cause was determined to be due to wear on the electronic components from normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-testing process, it was observed that the left side was not charging or lighting up on the universal battery charger device. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.